Manufacturer narrative:
(B)(4). It is indicated that the stent remains in the patient; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of ischemia and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.5 x 28 mm xience v stent in the distal right coronary artery (rca). On (B)(6) 2014, in-stent restenosis was noted in the xience v stent implanted in the distal rca and the patient was re-hospitalized. On (B)(6) 2014, medication was administered and the patient underwent ischemia-driven revascularization with implantation of a stent. The patient condition resolved on (B)(6) 2014. No additional information was provided.